Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° tip had broken. The event occurred during a therapeutic hysteroscopic cervical myomectomy plus endometrial polypectomy. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to be because of wear and tear. Olympus will continue to monitor field performance for this device.